Event description:
On (B)(6) 2012, the patient's mother/reporter claimed the patient has not been on insulin pump therapy for over a year due to "complications." The reporter declined to provide any information about the product issue that was reported to animas over a year ago. According to the reporter, animas offered to replace the subject pump for her but they decided to not use the animas pump for the patient's diabetes management and go to insulin treatment via syringe. The patient had symptoms of nausea and excessive tiredness while on insulin pump therapy. The reporter indicated that the patient did not require any hcp treatment at the time of concern to suggest a serious injury. The reporter declined to perform any troubleshooting at the time of the phone call to animas. The reporter declined to return the animas products for investigation. This complaint is being reported due to an unidentified and unresolved product malfunction. There was no indication the patient suffered a serious injury due to a product malfunction. The patient's reported condition did not meet animas criteria of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).